Event description:
It was reported that a cartridge alarm occurred, preventing the customer from successfully loading a new cartridge and resuming insulin therapy. There was no adverse impact to the customer's blood glucose level. Despite attempts to load a new cartridge using the proper technique, the issue persisted, leading to the decision by technical support to replace the customer's pump. The customer was informed about the replacement process and agreed to use multiple daily injections (mdi) as a backup therapy. A replacement pump with updated software was sent, and instructions for its use were provided, along with a request to return the problematic pump.